Event description:
Caller reported difficulty pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. Blood glucose levels were not adversely affected, staying within normal range. Technical support instructed the caller on proper button usage and confirmed that the pump did turn on with effort. Customer reverted to an alternate method of insulin delivery.